Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off. There was no harm to the patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The diagnostic's pointed to video generator board or monitor cable. Than the fse had replaced the kit, display monitor to video generator board , cable,coil cord. The fse let the device burn in for a week with trainer and test balloon due to the severity of the problem from which the fse couldn't get it to fail while testing. The device burned in with test balloon and trainer didn't fail after pumping a week. Than the fse had completed all the safety, functionality and calibration checks and all the tests had been passed to the factory specifications. The iabp was then cleared for the clinical use. There was patient involvement but no harm reported.the failure analysis and testing department received the following parts associated with this complaint:ncm coiled monitor cable , video generator boards (kit) , spv pcba, video generator (part of kit) , upper display monitor (part of kit).these parts were received with reported unit failure message of unit turned off while on a patient.performed visual inspection of these parts received and all parts look to be in good condition.installed the all parts into the cardiosave test fixture and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r.the failure analysis and testing department pumped the unit with all complaint parts for overnight and could not observe anything wrong.the failure analysis and testing department could not verify the failure of unit turned off.also, the failure analysis and testing department could not verify the failure of unit turned off while tested separately.all parts passed testing.I did choose root cause grid noc for ncm coiled monitor cable.I did not choose root cause grid for following parts as fat dept. Has to wait for supplier evaluations. Spv pcba, video generator (part of kit) ,upper display monitor (part of kit).retaining ncm coiled monitor cable in the fat dept. As per procedure 0002-07-d008 rev ap.sending following part to the supplier as per procedure 0002-07-d008 rev ap. Spv pcba, video generator (part of kit) , edm upper display monitor (part of kit).the fat dept. Received part number video gen. Board spv from the supplier.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.supplier investigation:during the initial ict test, the result was a pass. However, the fct test encountered a touchscreen error. There is suspicion that component u41 might be faulty.please see attached received report from supplier for investigation.retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq.the fat dept. Received part number 0670-00-1183, serial number (B)(6) from the supplier.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.supplier investigation:"1. Perform visual check. Result: no abnormalities found. 2. Board was re-tested at fct.result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf. Investigation is complete with no failures confirmed.retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact details: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The diagnostic's pointed to video generator board or monitor cable. Than the fse had replaced the kit, display monitor to video generator board , cable,coil cord. The fse let the device burn in for a week with trainer and test balloon due to the severity of the problem from which the fse couldn't get it to fail while testing. The device burned in with test balloon and trainer didn't fail after pumping a week. Than the fse had completed all the safety, functionality and calibration checks and all the tests had been passed to the factory specifications. The iabp was then cleared for the clinical use. There was patient involvement but no harm reported. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: coiled monitor cable. Video generator boards (kit). Pcba, video generator (part of kit). Upper display monitor (part of kit). These parts were received with reported unit failure message of unit turned off while on a patient. Performed visual inspection of these parts received and all parts look to be in good condition. Installed the all parts into the cardiosave test fixture and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department pumped the unit with all complaint parts for overnight and could not observe anything wrong. The failure analysis and testing department could not verify the failure of unit turned off. Also, the failure analysis and testing department could not verify the failure of unit turned off while tested separately. All parts passed testing. I did choose root cause grid noc for pn: 0012-00-1839 sn: (B)(6) coiled monitor cable. I did not choose root cause grid for following parts as fat dept. Has to wait for supplier evaluations. Pcba, video generator (part of kit) upper display monitor (part of kit). Retaining coiled monitor cable in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned. Components were not confirmed. However, the root cause or the most probable root cause is not confirmed.